Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcq069, 3556h16 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and suture was used. The suture breakage occurred at the swage part during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.